Event description:
The customer reported her power adapter prongs were pushed into the housing. During the product evaluation on (B)(4) 2014. The technician observed a breach transformer housing exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received on (B)(4) 2014 and evaluated on (B)(4) 2014. A product evaluation confirmed customer reported power adapter prongs are pushed in and also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). A visual examination of the power supply revealed the power adapter prongs were pushed in and the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The technician was unable to perform the voltage across the dc plug test due to the breach transformer housing. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 54.1 ohms, which is normal and indicates that the thermal fuse did not blow. See scanned page.